Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
"I have stopped using the retainer's due no improvement after months and months of wear. I continue to receive the same recommendation, which is start over or go back to where you left off and continue on. This is the repeated answer after reaching out numerous times due to the lack of progress that has been made over months of wearing my retainers. I have been consulting with a local orthodontist and will be seeking treatment through them.".